Event description:
It was reported to boston scientific corporation in 2007, that a hydra jagwire guidewire was used during a procedure performed one day prior, (female patient; age and weight are unknown). According to the complainant, during procedure, the core wire of the device became exposed. Procedure completed with same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
No consequences or impact to patient- peeling. The device was returned and evaluated for the reported failure. The visual evaluation of the returned unit found damage to the sheath. The evaluator noted that a tear existed "13.5cm from the proximal jag end" and "3cm from proximal dream end," which had exposed the core wire. The complaint, as reported in the event details, has been confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.